Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed on july 29, 2024. It is possible, to determine the lot number 1798508 and catalog number 10-270 of the photos provided. Visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening and missing shell assessed as inconclusive.

Event description:
.Healthcare professional reported right side rupture. Device was explanted.